Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue began. On an unspecified date/time, the patient reported blood glucose results of "70 and 500 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At an unknown time prior to the alleged issue, the patient claimed of not feeling well and was shaky. It is not known what the patient's last blood glucose was prior to the alleged issue. It is not known what medication, if any, the patient takes to manage their diabetes and it is also not known what action, if any, the patient took in response to their preceding blood glucose result prior to the onset of their reported symptoms. However, the patient denied receiving any treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). In addition, the csr noted that the patient did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. Although the patient developed a symptom suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During the procedure the sgw atw 0.014 str floppy 195 cm guide got frayed loosing rotation and advancement capability.